Manufacturer narrative:
Not returned. As of this report, the device has not been returned to guidant for analysis as it was buried with the patient. There is no additional information related to this event guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On august 1, 2005, guidant issued an advisory update describing various clinical behaviors associated with a magnetic switch. Manufacturing changes to prevent this failure were made in july 2005. This device was manufactured before july, 2005 and is included in this population. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory.

Event description:
Guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), which was included in an advisory population, expired for unspecified cause. A guidant represntative confirmed the following physician had no allegations against the device performance. The patient's family states that the cause of death was sudden cardiac death. New information received indicates that the family of the patient has retained legal counsel and filed a lawsuit. According to legal paperwork the attending emergency room physician alleges device malfunction.